Event description:
Leica biosystems received a complaint that: "a number fatty/mega blocks process on this machine have of recent (sic) been coming out very poorly processed resulting in delayed diagnosis of the cases affected. All the cases were adequately fixed (at least 24 hours after sectioning) before processing and all processing reagents had been replaced as and when due." On (B)(6) 2015, the complainant advised that the tissue in seven (7) cassettes only exhibited sub-optimal processing; the affected tissue samples were diagnosable and re-biopsy had not been recommended for any patients. On (B)(6) 2015, a leica field support scientist (fss) confirmed that there was no delay in patient treatment as a consequence of the circumstances involved in this complaint; and that no patient's required re-biopsy. The fss also reported that the complainant had advised that it was likely that the tissue samples which were poorly processed were "too thick.". Investigation of circumstances involved in this incident by leica biosystems is in progress.